Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. The extent and root cause of the tibial loosening could not be determined as the device was not available for evaluation, and product information, images, and radiographs were not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. The extent and root cause of the tibial loosening could not be determined as the device was not available for evaluation, and product information, images, and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
Related to 1038671-2023-02528. As reported, the patient required tibial component revision for aseptic loosening 30 months after femoral component revision. No other known complications occurred. No other information available.